Manufacturer narrative:
The unit was returned to the donor center. The donor center retested the unit with a competitor's anti-d reagent and a vial of anti-d bioclone, db255a1. A 4+ reaction was observed with the competitor's reagent. Testing with db255a1 yielded negative results at immediate spin. A weak-1+ reaction was observed at the weak d phase of testing. Ortho-clinical diagnostics quality assurance performed testing with a retain vial of db255a1 to ensure reactivity. Testing was performed with known d+, week d+, and d negative donors. Satisfactory results were observed.